Event description:
On (B)(6): customer report system lost the ability to fluoro and table would not move with the hand control or foot control during an unk pt procedure. Pt age and gender were unk. Procedure was completed without incident. No pt injuries reported. Facility has back-up capabilities.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.